Event description:
It was reported the patient received inappropriate therapy due to undersensing the atrial event. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.